Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for evaluation. Evaluation found that the pump powers up properly and the power circuit does not draw excessive current. Overheating could not be duplicated. Upon examination, the pump was found to exhibit an unreported visible battery compartment crack and corrosion in the battery compartment. The pump user guide instructs the user to inspect the pump and confirm that it is operating properly. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Event description:
The patient reported the pump was hot to touch. The patient denied any bodily harm due to the temperature of the pump.